Event description:
Follow-up showed that the syncopal episode was unrelated to vns and not associated with stimulation. The patient was in direct sunlight by the pool for three hours. It is unknown if the patient had a medical history of syncope prior to vns. It was stated that the tonic-clonic seizure experienced by the patient on (B)(6), 2013 was not considered unusual for the patient. No other information was provided.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient had a syncopal episode. Per the notes, the patient had been sitting out by the pool for about three hours. The patient became hot and walked to the restroom, where he had a syncopal episode. A witness stated that the patient got down on knee, then fell over. The syncopal episode lasted for a few seconds and when he woke up he was not confused. The patient denies missing any seizure medications or illness. States that the episode was not similar to typical seizures. The patient had not had anything to drink throughout the day. The patient was taken to the hospital for evaluation. Tegretol levels, uds, cbc and bmp were drawn. Heart rate was elevated at hospital. Dizziness does not occur every time. Patient has had syncopal episodes in the past from migraines. Migraines are frequent. Good faith attempts were made for additional information; however, they were unsuccessful. No additional information was received.